Event description:
It was reported that the lead was connected to a new device and noise was observed. Externalized conductors in the distal portion of the lead were observed via fluoroscopy. The lead was capped and will not be returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.